Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an emerge push mr balloon catheter. The device was microscopically and visually examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The tip of the device was damaged. The device was functionally tested by attaching an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated and maintained pressure as well as deflate with no issues.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilation. However, it was noted that during first inflation, the balloon was ruptured due to calcified lesion. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilation. However, during the initial inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good.